Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 09/07/2022 by a sales representative via phone that an ar-3636 fibertak sutures broke during tensioning. This was discovered during a case with no patient harm.